Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP constantly rebooting. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, device is constantly rebooting. Pca burned and ui panel scratched. Outlet seal with tobacco pollution. Device was not repaired due to customer request scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.